Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue through a review of the device's keylog. Physio was unable to duplicate the power down event. Physio replaced the device's power pcb, battery wire harness, and battery pins to resolve the reported issue. Physio observed that the battery contact assembly was worn and had a bent blade, and this was replaced as a preventive measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed battery wire harness and determined that the cause of the reported issue was fretting corrosion on the j11/p11 connector and on the battery pins of the mating power pcb assembly contacts.

Event description:
The customer contacted physio-control to report that their device would power off when printing. There was no patient use reported with the event. Upon evaluation of the customer's device, physio-control confirmed a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
MFR 0003015876-2020-01499 -001. H11: additional manufacturer narrative: incorrectly stated, "physio-control evaluated the customer's device and verified the reported issue through a review of the device's keylog." The narrative should have stated, "physio-control evaluated the customer's device and was unable to verify the reported issue through a review of the device's keylog." Root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device would power off when printing. There was no patient use reported with the event. Upon evaluation of the customer's device, physio-control confirmed a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would power off when printing. There was no patient use reported with the event. Upon evaluation of the customer's device, physio-control confirmed a potential failure of the device to deliver defibrillation energy.